Event description:
After removal of lumbar drain on post-operative day #1, it was noted that the distal tip had fractured with a portion remaining in pt. A lengthy neurosurgical operation under general anesthesia was required.